Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visible inspect of the returned battery cap showed the threads are stripped. The returned cap was unable to attach to the returned pump or a test pump. The battery cap contact height and width was found to be in specifications.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the battery cap on the pump will not stay tightened, but spins in place, and the pump will then power on and off. The reporter states no visible damage to the pump or the cap. The battery cap is been in use for over 13 months. The user guide instructs that the battery cap be changed every 3-6 months to maintain the electrical connection. This issue is being reported as due to the allegation that the pump intermittently loses power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Use error cannot be discounted as a contributing factor: the user guide instructs that the battery cap should be changed every 3-6 months to maintain the electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.